Manufacturer narrative:
This complaint was investigated. Adc has identified a software defect for the freestyle librelink application for ios, version 2.10.0, in which the application upgrade was unsuccessful. This resulted in a period where users may not have received glucose results or may not have been alerted to low or high glucose alarms. Based on the investigation, the complaint is confirmed and no further investigation activities for this individual complaint are required. This issue was addressed in the field by adc fa1029-2023. The device model number populated in section d4 is for the freestyle librelink ios application, on market in the UK. This is same/similar to us freestyle librelink/freestyle libre 2 ios application part number 71733-01/71926-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display issue was reported with the adc application, version unknown, in use with iphone unknown model with ios operating system version unknown. As a result, the customer experienced hypoglycemia with symptoms described as "signs of having a stroke," fatigue, and a loss of consciousness and was unable to self-treat, requiring non-hcp administration of glucose for treatment. No further treatment was indicated. Adc has identified an issue with the release of the freestyle librelink (fsll) app for android and ios v2.10.0 on (B)(6) 2023 in the united kingdom and ireland. For android users, some users have experienced a situation in which the application upgrade was unsuccessful and during periods of signal loss, old glucose data would appear as current data, thus allowing for the potential of erroneous glucose results. In addition, the signal loss alarm would not function properly, even though it would appear as enabled. This issue was addressed in the field by adc fa1032-2023. For ios users, some users have experienced a situation where the application upgrade was unsuccessful, and as a result, they received a white screen in the application user interface (ui). This will result in a period where glucose readings and alarms will not be received, and historical glucose readings will not be accessible, as the previous fsll application v2.8.1 was no longer available to users on the apple app store. This issue was addressed in the field by adc fa1029-2023 and was resolved in the field by release of updated fsll ios application made available in the apple app store in the UK on (B)(6) 2023. There was no report of death or permanent injury associated with this event.